Event description:
This complaint was determined to be a service related issue.

Manufacturer narrative:
(B)(4). Follow up for correction. This complaint was determined to be a service related issue after the MDR was submitted.

Event description:
It was reported that the bd needle precisionglide 27x1/2in label content was incorrect. The following information was provided by the initial reporter: customer reported that they received 4 boxes of ref: 300340, the correct reference should be ref: 301982. In three of the four boxes received, the material identification label (from the factory) indicates item: 301982 (item on the invoice), but the contents are material: 300340. Only one box has the correct label, indicating item: 300340. I request that an investigation be conducted regarding the factory labels on these three boxes. Additional information received on 28nov2025 email follow up: could you confirm the date when the issue/defect occurred or was identified? The problem was identified on the day of delivery, october 16, but the discrepancy was found after the driver had left, during the labeling process.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Initial cancellation was made in error. Investigation into this complaint has been performed. An analysis of the batch history (DHR), maintenance records, and quality notifications was performed, and no records potentially related to the incident were identified. After evaluating the provided images, the associated invoice, and shipment (B)(4), it was concluded that the reported incident did not originate from bd curitiba, since, although the received material (300340) belongs to the bd portfolio, the yellow label identified in the photos does not correspond to the identification standard used by the curitiba unit. Therefore, it is concluded that the mixing did not occur at the curitiba plant. We conducted an evaluation of the analyzed traceability records, and there was no intersection between the lots throughout the manufacturing and sterilization stages at the curitiba plant. Based on the integrated analysis of all available evidence¿including a detailed evaluation of the provided images, inspection of retention samples, and a complete review of traceability records¿no evidence of mixing, intersection, or any type of cross-contamination between the lots was identified throughout the manufacturing and sterilization stages at the curitiba plant. Similarly, no evidence of process deviations, documented anomalies, or conditions establishing a relationship between the investigated lot and the reported non-conformity was found. Additionally, during the analysis of the photos, it was observed that the yellow label on the packaging contains information corresponding to the invoice, but it is not aligned with the actual contents of the boxes, characterizing a discrepancy external to the unit's production flow. Given the body of evidence, it is concluded that there are no objective elements to support the association of the analyzed lot with failures, irregularities, or any deviation within the production or sterilization process at the curitiba plant. The evaluated records attest to compliance at all traced stages, reinforcing that the reported non-conformity did not originate in the curitiba operation. We emphasize that the manufacturing process is validated according to previously defined acceptance criteria, and the reported incident will be monitored to assess possible trends. Considering that this occurrence does not exceed the acceptable quality limit (aql) for the lot, no additional corrective or preventive actions are proposed at this time. Presentation in the investigation overview.

Event description:
Previous determination was in error.